Manufacturer narrative:
510k: this report is for an unknown lag screw. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted on unknown date with one (1) trochanteric fixation nail-advanced (tfna), one (1) lag screw, two (2) distal locking screws, and one (1) 6.5mm cannulated screw to repair a right hip fracture. Initial surgery was completed successfully with no reported issues. Patient was reported as stable post-operatively. During a routine office visit on (B)(6) 2017, x-rays revealed the lag screw had migrated approximately 10mm laterally and it was noted the ¿built-in¿ screw within the tfna nail did not function properly, allowing the lag screw to back up and migrate. Patient did not report any symptoms related to the device migration. There is currently no plan for a revision surgery. Concomitant devices reported: distal locking screw (part number unknown, lot number unknown, quantity 2), 6.5mm cannulated screw (part number unknown, lot number unknown, quantity 1) this report is for one (1) lag screw this is report 1 of 1 for (B)(4).